Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately 7 years due to heavy calcification and vegitation. Patient suffered from a low grade fever and surgeon was concerned that patient had a valvular infection.